Event description:
It was reported that during use on a patient, "(4) 7.5 ett's were used and the balloons deflated. Provider after four attempts then used a size 8.0 ett with success. The customer claims that they tested the balloon prior to inflation (by inflating it to see that it would hold air." Per the customer, it is unknown if there was any patient harm, desaturation, or injury. The current patient status is unknown. Please see associated mdrs #3003898360-2023-01407, 3003898360-2023-01409, 3003898360-2023-01393.

Manufacturer narrative:
(B)(4). In section d provided the full UDI #. Additionally added the brand name of the device. UDI related data quality updates only.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during use on a patient, "(4) 7.5 ett's were used and the balloons deflated. Provider after four attempts then used a size 8.0 ett with success. The customer claims that they tested the balloon prior to inflation (by inflating it to see that it would hold air." Per the customer, it is unknown if there was any patient harm, desaturation, or injury. The current patient status is unknown. Please see associated mdrs #3003898360-2023-01407, 3003898360-2023-01409, 3003898360-2023-01393